Event description:
Upon opening the ureteral stent onto the sterile field, a weakened area was noted on the stent which made the stent bend in an unnatural position. The stent was not used on the patient and was immediately removed from the sterile field. There was no harm to the patient.what was the original intended procedure?ureteral stent placement.device #1is this a laboratory device or laboratory test?no.